Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6), 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter is giving inaccurate high readings. On (B) (6), 2010, this medical surveillance specialist contacted the patient to clarify information obtained during the initial phone call. The patient tests her blood glucose at least 3 times per day and manages her diabetes with oral medication and insulin. The patient is currently on a sliding scale insulin regimen per the lfs meter readings. The patient has a history of cancer. During the course of her cancer treatment last year, the patient developed diabetes. The patient reportedly has been on steroid treatment amongst other treatment that would elevate her blood glucose. Around (B) (6) 2010, the patient was concerned about her elevated blood glucose readings of "170-210 mg/dl" obtained on the subject meter. The patient felt the reported readings were inaccurately high compared to her ha1c reading of 5.8. Sometime after the onset of the alleged inaccurate issue, the patient reportedly had a few hypoglycemic episodes. On (B) (6), 2010, the patient reportedly obtained a blood glucose reading of "147 mg/dl" on the subject meter and assumed the meter reading is 40 points higher than it should be. According to the patient, she took her sliding scale insulin as if she obtained a "107 mg/dl" reading. Within 30 minutes of the insulin treatment, the patient reportedly had symptoms as "shaky and sweat." At that same time, the patient reported blood glucose results of "104 md/dl" with a lifescan meter and "65 mg/dl" on another meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient administered self treatment with food/drink and felt better afterwards. During troubleshooting, csr noted that the patient reported glucose results of "167 mg/dl" with a lifescan meter and "130 mg/dl" on another meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The test process was correct. The test strips were in good condition and within the discard date. The patient did not have any control solution to perform a quality test. This complaint is being reported because the patient claimed that she received treatment for hypoglycemia after she took insulin per the lfs meter reading. Replacement products were sent to the patient.